Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage at the sw1 (switch button one). A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had no co2 despite replacing button multiple times. The issue was found during the procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: nozzle was clogged with residuals on the nozzle after the nozzle passed capacity check. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that switch 1 had a leak. The plastic distal end cover had scratches. The plastic distal end cover had cracked glue. The plastic distal end cover had dents. Distal end plastic cover had dents and scratches. The bending section cover glue had cracks on both sides. The objective lens was cracked. The light guide lens was cracked. The switch 1 camera had a cut. The switch 3 camera had cut. Insertion tube had scratches not catching cotton. Control body was missing bending rubber paint. Light guide tube had scratches. Due to cracked angle wire, angulation was low. Control knob was out of the recommended play. The labels were pealing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.